Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones due to a red alert that had been generated as a result of pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A review of the arrhythmia logbook identified episodes of noise which had been oversensed. The patient was brought into the clinic and non-invasive programmed stimulation (nips) and defibrillation threshold (dft) testing was performed. Dft was successful at 21j at 1.5mv sensitivity. Noise was reproduced with the patient lying on his back doing chest butterflies while lifting low pound weights. The device was programmed to least sensitivity while the patient goes on a trip for six weeks. Further investigation will occur when the patient returns to the country. A revision procedure was subsequently performed and the lead competitive lead was removed from service and replaced. No additional adverse patient effects were reported.